Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. She did receive her new pump, but has not had the opportunity to use it as of the filing of this report. The customer was contacted by a complaint handler on (B)(6) 2017 and she confirmed that she was diagnosed with mastitis and indicated that the diagnosis was on (B)(6) 2017, at which time she was prescribed the antibiotic dicloxacillin. She is no longer taking the antibiotic and is no longer experiencing any signs/symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that the tubing for her pump in style breast pump was cloudy and she was told by a lactation consultant that the cloudy tubing could cause mastitis, with which she was diagnosed on (B)(6) 2017 and treated for with dicloxacillin. The lactation consultant suggested to change out all her parts.